Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer delivered more insulin then needed. Bg was addressed by drinking juice. Tandem technical support advised the customer to use good judgement when blousing outside the normal amount.